Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered 130 units of insulin in half a day. Troubleshooting was performed, and it was stated that the drive support cap was loose. It was not known how the damage occurred. It was also stated that the customer was in the hospital, and was not feeling well. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.